Event description:
The customer reported that following a diagnostic catheterization procedure in 1999, a vasoseal vhd was deployed. The pt complained of pain at the puncture site the next day after the procedure. No hematoma, or bruising was noted, but pulses had decreased. The pt returned one week later with increased pain. Two weeks post procedure, an embolectomy was performed to remove the collagen plug which was found partially inserted into the artery. No further complications were reported.